Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-02546 it was reported that the patient was presented to the emergency department (ed) after switching over to the power module from batteries and experienced a red heart alarm. The patient stated that their chest "felt funny". The patient went back to batteries and the alarm stopped. In ed, upon interrogation the patient reportedly had a pump stop, low flow and low speed advisories. Xrays were performed. The patient was placed on an ungrounded cable in the ed. The vad coordinator reportedly attempted to reciprocate alarms with position changes and was unsuccessful. The patient was discharged from ed with an ungrounded cable. It was reported the patient's labs were at normal level in ed along with vad parameters at the time the patient was examined. A log file analysis was requested by technical services. It was reported that the log file contained pump stops, low flow and low speed advisories. It was reported that this type of behavior has been linked to potential issues with the percutaneous lead as these issues only appear to be occurring when the vad is connected to the power module. In order to prevent further interruption in support, technical services suggested that it may be beneficial to keep the vad connected to battery power or an ungrounded cable. The x-ray images provided did not contain any obvious areas of concern. A driveline repair was performed on (B)(6) 2020. The performed repair occurred approximately 3 inches from the exit site. Prior to the repair, the vad coordinator requested to change the patient's controller with a new one due to cosmetic damage/minor tears in the controller power leads (bend relief area). It was noted that there was a green gunk/gunk type substance on the original percutaneous lead. The repair was completed without issue. The patient is on a grounded cable without issue. The removed percutaneous lead was returned for evaluation. The vad coordinator will not be returning the original controller for evaluation. It was reported that the patient came to clinic again on (B)(6) 2020 with low flow and low speed advisory alarms. Upon interrogation pump stops were discovered and a log file review was requested. The log file captured a lone pump stop event on (B)(6) 2020 at 00:28 while using the patient cable. Technical services stated that if the patient was using a no ground cable then its possible the short to shield has progressed into a phase to phase short with the possibility of pump stops on any power source. The x ray image provided did not show any obvious areas of shield breakdown. It was reported that the patient was on a grounded cable at the most recent time of alarm. The patient immediately switches to batteries. The patient will be using an ungrounded cable going forward. Technical services stated that if the patient starts to have low speed/pump stops on the no ground cable or battery power that means that there are two or more wires damaged and either touching each other or touching the shield at the same time shorting the pump on any power source. The risk is that if the two wires are in the same phase and touching each other then there is the potential that the pump may not restart. At least one functioning wire is needed from each of the three phases for the pump to operate.

Manufacturer narrative:
Sections d4 & h4: additional information. Manufacturer's investigation conclusion: the reported event of tears in the power cables could not be determined during the investigation. The system controller serial number (B)(6), was not returned for evaluation and no photos were submitted for review. Attempts were made to have the controller returned; however, per information provided by technical services on (B)(6) 2020, the vad coordinator would not be returning the controller for evaluation. As a result, the cause of the reported event could not be conclusively determined. To date, the system controller serial number (B)(6), associated with the event was unavailable for an evaluation, and the complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report # 2916596-2020-02546. It was reported that the patient recently had a short to shield repair and then had low speed advisory/pump stops a few weeks after the repair. The vad team are in the process of evaluating the patient for pump exchange. The patient paged this morning stating that they had 2 red heart alarms but there were no alarms in the log on interrogation. The patient is currently in the emergency department. A log file review was requested. There were no unusual event seen within the log file since the lone recorded pump stop event on (B)(6) 2020 at 12:38 am while the patient was tethered on a grounded patient cable. The mcs equipment was operating as intended. The vad coordinator has requested one unshielded patient cable for the patient.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section b5: additional information

Event description:
Related manufacturer's report # 2916596-2020-02546. The exchanged controller will not be returned for evaluation. The patient is currently alive considering pump exchange. It was confirmed per the vad coordinator that the green gunk substance found on the original percutaneous lead was not caused by a driveline infection.